Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 2/10/2020. D4: batch#: t5cm42. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? Yes, I have seen the surgeon using the device many times and he always waits the 15 seconds before firing. Are you able to provide further information in regard to staple form? Did they appear to be regular ¿b¿ shaped staples during the procedure? Previously yes but on the misfire they were more like an n shape. Were the tips of device visible during firing? Yes think so. Can it be confirmed that the entire width of pedicle was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Think so but not sure. Were any clips used in the vicinity of device firing? No third issue is possible but don¿t understand how it could cause the misfire.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? Could more information be provided in regard to staple form? Were the tips of device visible during firing? Can it be confirmed that the entire width of pedicle was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Were any clips used in the vicinity of device firing? Will the product be returned for analysis? What is the current patient status?

Event description:
It was reported that the hospital had a problem with the pvs in a laparoscopic liver procedure. Had used it 4 or 5 times with no problem. On the 6th time it was used on a pedicle. It fired but the staples didn't deploy properly (could see them completely unformed). We had to convert due to bleeding. All ok in the end but not ideal. Surgeon does not think that he did anything wrong in terms of operation- the stapler was angled slightly on firing but had been without incident before that.